Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient developed an itchy, red, skin irritation on her back under the therapy electrode pads. The patient's cardiologist provided a hydrocortisone cream for the irritation. Patient applied the cream and keep the irritation covered, and follow-up indicated that the skin irritation was improving.